Event description:
It was reported that the patient underwent a emergent/salvage procedure to treat an acute occlusion of the right superficial femoral artery, with thrombus in the ostial profunda femoris artery. The vessel was wired and aspiration thrombectomy was performed; however, flow was not restored. Balloon angioplasty was performed and an absolute pro stent was implanted. After the thrombus was cleared, perforations were noted in two small arteries. It was not known which device caused the perforations; however, it was suspected to be caused by one of the armada dilatation catheters. A 4.5 x 19 mm graftmaster stent was implanted over the larger of the two perforations. The perforation was noted to be smaller, but was still present. No additional intervention was performed. The physician allowed time for the heparin to wear off and the bleeding stopped without further complication. The perforation resolved. Rather than the planned above the knee amputation, the patient underwent a below the knee amputation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: stent: absolute pro vascular balloon dilatation catheters: armada 35 (5.0x20mm, 4.0x200mm, 5.0x250mm, 5.0x100mm). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. The reported patient effect of hemorrhage, as listed in the coronary stent graft system, graftmaster rapid exchange (rx) instructions for use(IFU), is a known patient effect that may be associated with coronary stenting. It should be noted that the coronary stent graft system, graftmaster rapid exchange instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced, is being filed under a separate medwatch report.